Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device continuously activated.

Manufacturer narrative:
(B)(4). The device manufacture date is not known. Alleged failure: rf was active though dr. Didn't operate a hand switch and a foot switch. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause/s could be the probe have leak which permitted water to ingress into handle where the electrical components are causing a short circuit. User accidentally submerges device in saline, inadequate gluing operations. Excessive force applied when used, stuck button. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device continuously activated.